Event description:
The user facility reported that the patient had recently been diagnosed with peritonitis and his physician requested that the cycler be replaced. According to the patient's peritoneal dialysis nurse, the patient was diagnosed with peritonitis on (B)(6) 2013 and was successfully treated with intraperitoneal antibiotics and was fine. There were no known fluid leaks during treatment, and it is unknown how the patient contracted peritonitis. Sample is available.

Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.